Event description:
Ous MDR - after an implant duration of 20 months it was reported that the lead impedance values were out of range. No adverse patient side effects have been reported. No explant date was provided, but it was reported that a new lead was implanted on (B)(6) 2011.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.